Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B)(4) the device was returned and analyzed. The elective replacement indicator was triggered due to high battery impedance.

Event description:
It was reported that the device had possible premature battery depletion and reached elective replacement indicator (eri) due to elevated battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.